Event description:
A pt was admitted for a procedure to the rca and pda. The target lesion was an isr, flexion, type c, total occlusion lesion that was not calcified or tortuous. The vessel size was 3.0- 4.0mm, and the lesion length was 100mm. A bx velocity (4.0/81mm) was implanted at the proximal rca. An s670 (4.0/24mm) stent was implanted distal to the bx velocity. Then two multi link penta stents (4.0/18mm and 3.5/23mm) were implanted distal to the s670. Over the next two years, the pt experienced four restenotic events and one thrombotic event.